Event description:
It was reported that a patient experienced an infection coincident with automated peritoneal dialysis (apd) therapy. It is unknown if the patient was hospitalized for this event or if they were treated for this event. The cause of the infection is unknown. At the time of this report, the patient status is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.